Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted; give date: n/a (not applicable). The healon duet pro is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The healon duet pro is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that particulates in the healon product were discovered during case preparation. It was indication that the foreign material was introduced into the eye and then removed with forceps. That the foreign body (fb) was noted to come out of the viscoelastic cannula and into the capsular bag. It appeared to be white linear foreign body, 4-6mm long. It was noted that the foreign material is not available for return. It was confirmed that the inner pouch was not opened or un-sealed when received. There were no other issues, injuries or interventions reported. There are no issues with the patient now. No further information was reported.